Event description:
The ge oec 9800 fluoroscopy system displayed overload and ma too low error codes after a popping sound was heard from the mainframe c-arm.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the high voltage tank and snubber pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.